Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs quattrode lead wide spaced, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00005252. The event of lead revision was reported to abbott. The patient's lead was repositioned to try and release scar tissue the patient felt was pulling the l so lead. Therapy restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced pain at left supraorbital lead because the scar tissue was pulling at the lead. Surgical intervention was undertaken on (B)(6) 2024 wherein the lead was repositioned. Therapy was restored.